Event description:
An optometrist reported a pt with an inflamed pterygium (os), dry eye, red eye, pain upon eye movement, sharp pain in the eye in the morning, and intermittent cloudy vision 2 months after a lasik procedure. The symptoms are being treated by increasing the prescribed steroid drops. Additional info received states that the pt is doing better and was not consistent with the steroid drop regimen so treatment has been discontinued.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).